Manufacturer narrative:
H:6 codes: no product will be returned for evaluation.

Event description:
The patient stated that she has been receiving occlusion (04) alarms when she attempts to bolus. Because of the occlusions she has had high blood glucose readings of 488 mg/dl and 552 mg/dl. Symptoms of high blood glucose were not provided. To bring her blood glucose down she changed her infusion set and bolused. To troubleshoot she was advised to disconnect from her site and she was able to bolus 4 units through her tubing without an occlusion. The patient stated she has had blood in her infusion tubing and she was advised on the effects of inserting her needle too deeply. She stated she changes her infusion tubing every 7 days and was advised to change the tubing every 6 days. She does not allow her insulin to warm to room temperature before insertion into the infusion device. Upon follow up the patient stated she is feeling much better. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.